Event description:
Caller reported occlusion alarms. Reportedly, the customer had been using the same cartridge for over 2 days. Tandem customer technical support informed customer that cartridges should be changed every 48 hours when using their reported insulin. The customer resolved the occlusions by changing the infusion set and cartridge and resuming insulin. On (B)(6) 2026 the customer was hospitalized and admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 575 mg/dl with ketones. The customer received intravenous fluids of saline and insulin to address the elevated bg. Treatment resolved the issue without causing any permanent damage. Reportedly, the customer was expected to be discharged the following morning, however multiple attempts were made by tandem¿s technical support to verify the release date; however, no response was received.